Event description:
It was reported to lifecell that after opening package and removing product, the product appeared to be covered by a gelatin film. The physician had another device available and chose to use that product. This report was reported as a physician observation with no patient injury occurring. Lifecell's analysis of the product has provided information that is leading to the reporting of this event.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Actual device is evaluated. Results of evaluation "other"(to be specified): review of the device history record resulted in no remarkable findings, with no deviations that have any impact on the product. As of 02/15/2012, (B)(4) devices have been distributed, including (B)(4) devices that were reported as implanted from lot s10971 per returned ttrr cards. As of today there is no other complaint was reported to lifecell against lot s10971. -dsc testing point to gel-like substance as being collagen conclusion code: lifecell research and development concluded that based on the investigation to determine possible root cause for gel presence on bps graft, direct root cause could not be confirmed although multiple factors were eliminated through experimentation. This appears to be an isolated case as there have been no other complaints against the lot. Also, the tissue from the returned graft was tested and found to be good and within specification. Therefore, the presence of gel is not expected to have any effect on graft performance. This event is being reported conservatively as an out of box failure. There was no serious injury to the patient, and the surgeon elected to use another device to complete the procedure.